Manufacturer narrative:
Received one 1.9f PICC from customer for evaluation. Complaint reported that the lumen burst near the hub. Visual examination of the device confirmed the complaint. The device was forwarded to medcomp engineering for review. Returned device was inspected by medcomp engineering and found the ID, od, and wall were within tolerance near the hole in the lumen. Visual inspection revealed the catheter is wavy in the area of the hole between the hub and 2cm depth mark. Under magnification, the hole in the lumen is smooth and appears to have burst rather than cut by something such as the stylet. While a definitive root cause cannot be determined, it is determined the root cause is not manufacturing based. Risk assessment documentation reviewed, failure mode is covered, no new risks were identified.

Event description:
After the catheter was inserted the guidewire was removed and the catheter salinized. It was immediately noticed that the catheter lumen had ruptured near the suture wings. Catheter was removed and replaced with another. No adverse clinical consequences to the patient were reported.